Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that patient was admitted to hospital because he became unconscious due to his new blood pressure medication. Patient received the following results on an inform meter, compared to a lab result, within 10 minutes: 95 mg/dl (inform meter) and 40 mg/dl (lab) no treatment was given to the patient based on the meter result. Treatment was provided based on the lab result of a 50% dextrose IV approximately one hour after the lab draw was performed. Approximately one hour later, the patient was tested with the inform meter and received a reading of 67 mg/dl. No additional treatments or adverse events reported. Requested return of suspect device and replacement was sent.